Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the patient was in the emergency room (ER) and was requesting to have the volume in the pump checked. The hcp stated that the patient had the pump filled yesterday and had suspicions of a pocket fill because they were having an overdose reaction. Technical services (ts) reviewed the pump would need to be accessed or an x-ray could be taken to confirm. Ts sent x-ray examples.